Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2016-01601. 1. Section b. Box 3. Date of event h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a neuron select 6f catheter (6f select). During the procedure, the physician was unable to advance the 6f select through a non-penumbra sheath. It is unknown if there was an adverse effect to the patient. Please note that information regarding the patient, device, date of event and details of the event were not provided. The manufacturer has requested this information; however, no additional information has been obtained.